Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the occlusion test as a result of a faulty force sensor.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a self test and passed. Advised the customer to revert to back plan until the replacement of the insulin pump arrives. During the call the customer stated that she was admitted into the emergency room due to high blood glucose. The customer stated that she received a no delivery alarm earlier that day. The customer stated that she was at an event and had to leave because she felt sick. The customer was vomiting on her way home and drove to the nearest hospital. The blood glucose was 369mg/dl and later rose to 429mg/dl. The customer was treated with an insulin drip and released the same night. The customer also stated that 2 days before the event she woke up in the middle of the night with a low glucose in the 40s mg/dl. No further information was provided.